Manufacturer narrative:
(B)(4): failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An external insulation abrasion was noted at 16.0 cm to 16.4 cm from the distal tip which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.